Event description:
Patient presented with high lead impedance and an increase in seizures and was referred for surgery. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.